Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the clamp on an unused supply line was left open. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm. The tsr had the hp disconnect and the hp was going to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.